Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not crossing over. The technical support specialist logged into the es server and noticed that xml (extensible markup language) messages were stuck in the queue. The internal inbound processor service was restarted, and the messages began processing again, eventually reducing to zero. The customer was informed that the device could be taken off critical override. The customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshot device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient information was not crossing over. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.